Manufacturer narrative:
This report is filed june 14, 2016. Implanted device remains.

Event description:
Per the clinic, the implanted device extruded through the skin flap on (B)(6) 2016, subsequent to the patient sustaining a head trauma at the implant site on (B)(6) 2016. On (B)(6), revision surgery was successfully performed to correct the device placement. The implanted device remains.